Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s leads have migrated. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates only one lead migrated and was explanted and replaced. Patient was experiencing ineffective stimulation prior to the procedure. Effective stimulation was established post-op.